Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient was revised due to dislocation, pain, wear and corrosion of unspecified device approximately 6 years post-implantation. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: femoral head sterile product do not resterilize 12/14 taper cat: 00801803203 lot: 61111780 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 extended offset reduced neck length cat : 00771100740 lot: 61468201 shell porous with cluster holes 52 mm cat: 00620205222 lot: 61601401 bone screw self-tapping 6.5 mm dia. 15 mm length cat: 00625006515 lot: 60354572 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number/ lot number of device involved in the incident is unknown and due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.